Event description:
Tubing allegedly keeps popping off the compressor when running at 50psi. Tubing has allegedly been changed out several times. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc607 50 psi compressor serial number/date code (B)(4) has an unknown age. The user manual part number 636960 rev d (7/00) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown.